Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On 11-oct-2016 it was reported that the patient had been having increased spasticity; the patient was no longer receiving spasticity relief. The event date was unknown. A dye study and surgical intervention would occur on (B)(6) 2016 due to possible catheter occlusion. The patient status was reported at ¿alive ¿ with injury¿ with the injury noted to be ¿patient had been having increased spasticity¿. The issue was not resolved. It was unknown if any environmental, external, or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Corrected information: sex,: date of birth.